Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent laparoscopic-assisted vaginal hysterectomy, right salpingo-oophorectomy, and cystoscopy due to sui, pelvic pain and pelvic relaxation. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, recurrence and dyspareunia. It was reported that the patient underwent ams bladder sling takedown on (B)(6) 2006 due to vaginal mesh extrusion. It was reported that patient underwent bladder sling takedown on (B)(6) 2006 due to painful sling and interstitial cystitis. It was reported that the patient had an anterior repair on (B)(6) 2007 due to symptomatic cystocele. It was reported that the patient underwent sling takedown on (B)(6) 2008 due to mesh revision. It was reported that patient had a laparoscopic cholecystectomy on (B)(6) 2009. It was reported that patient underwent mesh revision/removal of mesh on (B)(6) 2012 due to dyspareunia, pelvic pain, urinary retention and incomplete bladder emptying. No additional information was provided.